Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited functional loss of capture due to biventricular (biv) pacing into refractory tissue. This patients premature ventricular contraction (pvc) before this fell into cross chamber blanking so this crt-d delivered biv pace at scheduled timing cycle. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.